Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 7 events were reported for this quarter. Product return status: 5 devices were received. 2 device investigation type have not yet been determined. Evaluation status: confirmed 3 reported events were confirmed during testing. 3 devices were found to be affected by component detachment from the device. In progress: 2 device evaluations are in progress.   Additional information: 7 devices were not labeled for single-use. 7 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 7 </noe> malfunction events in which the device had a component detach. 5 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact. 1 event had no information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 7 previously reported events are included in this follow-up record.   Product return status 5 devices were received. 1 device was not available for evaluation. 1 device investigation type has not yet been determined.   Event confirmation status 5 reported events were confirmed; the cause traced to component failure. Evaluation results 5 devices were found to be affected by internal mechanical damage.

Event description:
This report summarizes <noe> 7 </noe> malfunction events in which the device had a component detach. 5 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact. 1 event had no information received.